Event description:
Boston scientific received information that this product was part of a system revision due to infection. This cardiac resynchronization therapy defibrillator (crt-d) was explanted and used as temporary-permanent. There were no additional adverse effects reported. The crt-d was not returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.